Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the hcp said the patient told them the ins had not worked in a long time. The controller was lost. The agent discussed MRI guidelines. Additional information was received from the patient. They reported that to clarify the statement "the ins hasn't worked in a long time" the patient reported it hadn't worked in a long time and it stopped working many years ago. It was no longer providing symptom control. It was unknown if this was caused by normal battery depletion. The cause of the device not working was unknown and not known. The most likely cause of this issue was MRI exposure or loss of battery. Steps taken to resolve this issue were they would love to have surgery to correct (wires or battery). They did not know if insurance would cover it dealing and potentially cancer. They needed to have it replaced. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.